Manufacturer narrative:
The reporter's meter and test strip lot 51508713 were provided for investigation where they were tested using retention controls. Vial #1 testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Vial #2 testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory, however, the meter's time/date were set incorrectly. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of discrepant inr results for two patients tested with coaguchek xs meter serial number (B)(4) compared to a laboratory test with neoplastine ci plus reagent and analyzed on a stago compact max. The strip lot used for patient 1 is unknown and the strip lot used for patient 2 was 51508713 with the expiration date of 31-jul-2022. Patient 1¿s result from the meter on 20-jul-2021 at 9:30 am was 4.1 inr. Patient 1¿s result from the laboratory on 20-jul-2021 at 9:45 am was 2.9 inr. Patient 1¿s therapeutic range is 2.0- 3.0 inr. Patient 2¿s result from the meter on 22-jul-2021 at 2:00 pm was 4.9 inr. Patient 2¿s result from the laboratory on 22-jul-2021 at 2:16 pm was 3.6 inr. Patient 2¿s therapeutic range is 2.0- 3.0 inr.